Event description:
It was reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, patient experienced pain especially on the left side that goes down to knee, difficulty standing/walking. No revision procedure has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.